Event description:
Ous MDR: after an implantation time of about 72 months, it was reported via home monitoring that the shock impedance values had increased continuously since the crt system upgrade in (B)(6) 2015, during which the leads were left in place. After another sudden increase in the shock impedance, it was decided to exchange the lead. It was returned to biotronik for analysis. It was also reported that no cause for the defect could be seen during the revision, and the x-rays also did not provide any indication. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was extensively analyzed. As part of the analysis the properties of the lead were examined. There were multiple signs of abrasion along the lead body. In particular, at 57 cm distal to the is-1 connector pin there was insulation damage due to it being worn-through. In this area, the rv lead was fractured, which explains the increase in shock impedance that was mentioned in the complaint. Furthermore, at about 60 cm distal the is-1 connector pin, calcified tissue was found wrapped around the shock coil. This type of damage was most likely caused but the growth around the lead, causing it to stiffen in the implanted state leading to massive mechanical stress. This, in combination with significant movement of the lead in the area of the tricuspid valve, would explain the observed insulation damage and fracture. X-rays or other diagnostic images that would show the relative positions of the implanted system were not available. There was no evidence of material or manufacturing defects.